Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder was selected for procedure. It was noted during procedure via transesophageal echocardiogram and fluoroscopy, that the occluder exhibited a deformation of the right atrial disc when being deployed. The 20mm amplatzer septal occluder was not damaged or mishandled in any way during device preparation. The deformed 20mm amplatzer septal occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment of the occluder. There was no angulation or kink noted in the delivery system. The decision was made to remove the 20mm amplatzer septal occluder and replace it with a 20mm non-abbott device to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.